Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed external visual inspection. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Additional analysis performed measured excessive current, which is believed to be due to an electrostatic discharge overvoltage. The failure of this device is attributed to a short at the analog integrated circuit. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly ceased device use and will not pursue revision surgery at this time. The recipient is experiencing a failure in-situ. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly a non-user due to pain and discomfort, despite device testing being within normal limits.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.